Manufacturer narrative:
Corrected: d1, d4 (serial). Hypovolaemia: the cause of the injury was unable to be determined due to insufficient clinical details. Ventricular fibrillation: the cause of the injury was unable to be determined due to insufficient clinical details. Major bleed/ asae: the cause of bleed was unable to be determined due to insufficient clinical details. Device in wrong position: the cause of the positioning issue was determined to be an unintentional use error as the pump was pulled out of position when the patient sat up.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. During the support, the patient experienced slight oozing/bleeding from the access site overnight reported by the bedside nurse. This was resolved by changing the dressing. The team also noted that the patient was hypovolemic with a central venous pressure measurement of -2. Due to this, they have given two units of blood among normal saline to resolve his volume challenge. Additionally, the pump came out of position due to the patient sitting up. Two days later, the patient ventricular fibrillation arrested overnight. The patient coded for 45 minutes totaling 28 defibrillations to resuscitate him. The family withdrew care after they were notified and the patient expired.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.

Manufacturer narrative:
Additional information has been provided in b4, h6. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: a 75-year-old male underwent high risk percutaneous coronary intervention (hrpci) and was supported with an impella device. His pre support clinical condition was consistent with scai shock stage d. Overnight, the bedside nurse reported slight oozing and bleeding from the access site, which resolved with simple redressing. The care team noted hypovolemia with a cvp of -2, for which the patient received two units of packed red blood cells and normal saline. During the course of care, the patient sat up, causing the pump to become malpositioned; repositioning was performed and confirmed by imaging, after which the positioning issue was resolved. Additional volume resuscitation included 2 units prbc and 2l of fluid, and dobutamine was weaned off. The patient later developed ventricular fibrillation arrest. He required 45 minutes of resuscitation, including 28 defibrillation attempts. After discussion with the medical team, the family elected to withdraw care, and the patient subsequently expired. The patient was receiving anticoagulation with heparin at 600 units/hr, and act at the time of bleeding was 170. No underlying patient conditions contributed to the bleeding aside from patient movement during support. The patient¿s subsequent ventricular fibrillation arrest and death were not attributed to device malfunction, as the device was functioning appropriately at the time, and no pump related complications were identified. The death is conservatively being reported to the impella cp but is unlikely a contributing factor and is most likely attributed to patients underlying critical condition as they presented in scai stage d shock on multiple inotropes and pressors and was in need of mitral valve surgery.

Manufacturer narrative:
B5 additional information was received. Section d catalog number was corrected. H6 medical device problem code has been updated.